Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the monitor would turn off after some time due to a faulty power supply printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor¿s power was shutting off after 5 minutes and the power indication light emitting diode (led) was not glowing. The issue was found during a therapeutic laparotomy cholecystectomy procedure. The procedure was completed using a similar device, no delay was reported nor any health impact on the patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power of monitor turned off after some time due to failure of the printed-circuit board. The cause of the faulty g1 board could not be identified. Olympus will continue to monitor field performance for this device.